Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.during the visual inspection, a bend in the distal part of the lead was noted as mentioned in the complaint description. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending was due to forces applied during the surgery.further analysis of the lead revealed deformations of the outer conductor coil which most likely occurred during the implantation procedure.the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
During initial implant of the lead, a report was made that the tip of the lead looked bent on fluoro. The doctor was unhappy and wanted to take it out. After taking out the lead, they found that the lead was indeed bent.